Manufacturer narrative:
Pump passed all functional testing, including idle current test, run current test, self test, off no power test, restart error test, basic occlusion test, occlusion test, prime, system sensor test, no delivery test, displacement test and rewind. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump is damaged. The customer's blood glucose reading was 400 mg/dl at the time of incident. Troubleshooting found that the pump is cracked at the battery compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.